Event description:
Surgeon reported that during a vitrectomy procedure, one of the trocar valves failed. When trying to remove it, the trocar came off together with the probe. They were stuck together. The event led to a chemosis. Surgeon had open the conjunctiva and several sutures were required. Surgeon is not willing to provide further info.

Manufacturer narrative:
Surgeon is not willing to provide further info. No samples were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the lots were reviewed. No anomalies that could have contributed to the reported complaint were found during the DHR review and the product was released according to manufacturer's acceptance criteria. Because a sample was not returned, the root cause cannot be determined.(B)(4).